Event description:
After a programmed knee revision surgery, in which the patient has been implanted with triathlon products, it is detected by the surgeon that the patient is suffering an inflammatory reaction.

Manufacturer narrative:
Additional devices listed in this report: cat 5545-a-402, lot unk, description: tri rm/ll tib aug sz4 5mm; cat 5512-f-302, lot unk, description: tri ts femur sz3 right; cat 5542-a-302, lot unk, description: tri fem distal augument 15mm ¿ size 3 right; cat 5541-a-302, lot unk, description: tri fem distal augument 10mm ¿ size 3 right; cat 5544-a-300, lot unk, description: tri post augument sz3 10mm; cat 5543-a-300, lot unk, description: tri post augument sz3 5mm; cat 5570-s-040, lot unk, description: tri total knee system offset adapter 4mm; cat 5560-s-212, lot unk, description: tri cemented stem 12mmx100mm; cat 5550-l-298, lot unk, description: tri sym patella s29x8mm; cat 5545-a-401, lot unk, description: tri lm/rl tib aug sz4 5mm; cat 5570-s-020, lot unk, description: tri total knee system offset adapter 2mm; cat 5537-g-409, lot unk, description: no.4 tri ts plus tibial insert x3 poly 9mm; cat 5560-s-209, lot unk, description: tri cemented stem 9mmx100mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report.